Event description:
Frayed raytec discovered in 2 packs with pieces of the raytec on multiple items in the pack. No patient contact and no delay to case. Discovered during set up. Packs were removed and replaced prior to start of procedure.